Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in a severely calcified and moderately tortuous mid right coronary artery. After the emerge, mr, ous 15mm x 1.50m balloon was advanced to the lesion on the first inflation the balloon ruptured at fourteen atmospheres. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).